Manufacturer narrative:
This medwatch is for the inform meter. (B)(4).

Event description:
Caller states that the inform meter had melted plastic around the pins and smelled burnt. No adverse event reported. Requested return of suspect device and replacement was sent.